Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported right side "pain, rippling around the top and armpit area, feel like possibly fluid, movement of the breast is felt more, uncomfortable to breath, and nipple has dropped." The device remains implanted.

Event description:
Abbvie medical safety has determined that pertinent clinical information is missing to assess a potential adverse event. This record will be un-reported

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6